Event description:
During in-service training session, the company representative observed that the iabp screen flickered constantly. No patient was involved.

Manufacturer narrative:
The biomed re seated the connectors from the screen cable to the pump console and stated there was a lot of dust around the connection. Pump screen then functioned properly. When pump was turned on later, the screen was flickering again. The company sales representative turned pump off and then back on and screen functioned appropriately. The company representative discussed with person from the education department to send pump to their biomed after the class and she verbalized understanding. Further information is not available from the customer. (B)(4).